Event description:
The doctor said that the csf was accumulated inside the brain and he said that the problem was from the valve. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.